Event description:
Boston scientific received information that this device exhibited beeping tones. The device had declared elective replacement indicator (eri) due to extended charge time measurements greater than 18.9 seconds. Beeping was programmed off. The local area sales representative recommended device replacement, however, the patient with this device was undecided on the facility the replacement procedure would occur in. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. This device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.